Event description:
Device 1 of 2 (reference to manufacturer's report number 1627487-2008-00013 for device 2) patient implanted with scs system in 2008. The physician conducted a revision at approximately 3 months later, due to lead migration. Intraoperatively, the patient reported she could not feel her toes, feet, or legs, and subsequently could not move them. It was reported that the physician discontinued the procedure and explanted the system. The explanted system was discarded and not returned to ans for evaluation. Patient follow-up report that the patient was in full recovery and has no motor or sensory loss.

Manufacturer narrative:
Evaluation for device 1 of 2 (refer to manufacturer's report number 1627487-2008-00013 for device 2). Method: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.